Event description:
The customer reported that his olympus balloon was insufficiently reprocessed prior to potentially being used on a patient during a diagnostic ultrasound endoscope procedure. There was no patient harm reported as a result of this event.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the issue could not be determined. It is described to [sterilize if necessary] in the handling procedure before-use in the labelling of unsterilized balloon. In the handling procedure before use in the attached document, it is described that [always sterilize. The facility may have used the device without sterilizing. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿always conduct ethylene oxide gas sterilization before use. Refer to [instruction manual] of ethylene oxide gas sterilization device for sterilization procedure. For conditions of ethylene oxide gas sterilization, refer to table 1 and table 2.¿ olympus will continue to monitor field performance for this device.